Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that high impedances were observed. Greater than 4000 was seen on all electrodes #1 and #2. On electrode #0, electrodes 2 and 1 were greater than 400. On electrode #3, electrodes 2 and 1 greater than 4000. No troubleshooting was preformed. The cause was determined to be a fall the patient had about 2 months prior. The patient experienced a return of symptoms. The patient will be getting a device revision which was not yet scheduled.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 3889-28, (lot: v952322); product type: 0200-lead; implant date: (B)(6) 2012; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that all electrodes impedance off and greater than 4,000. Troubleshooting was performed, disconnected and reconnected to recheck impedance issues. The cause was not known. The device was replaced and issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v952322. Implanted: (B)(6) 2012: product type lead product ID 3889-28 lot# v952322. Implanted: (B)(6) 2012: product type lead h3: analysis of the implantable neurostimulator (ins) (s/n:(B)(6) revealed it passed functional testing; however the setscrew was backed out too far. Analysis of the lead (lot: v952322) revealed the 1 and 2 conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.